Manufacturer narrative:
The returned component was the psu, which corroborated what was initially reported. Continuation of concomitant medical products: information references the main component of the system, other relevant device(s) are: product ID: 9733437, serial/lot: (B)(4), UDI: (B)(4). A medtronic representative went to the site to test the equipment. The issue was confirmed and the psu was replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis determined that the returned psu would not power up. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733438r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The issue was confirmed and the scu was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The position sensor unit (psu) had an anomaly and replacement with a new product was scheduled. It was later clarified that the issue was with the sensor control unit (scu) and not the psu. The scu was reportedly not communicating; camera would not start. No further information was provided.